Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump had blank display. The mother states the pump had been left on the table and was lost. The mother states the customer had been sent loaner pump but had issues with blank display. Troubleshoot was unable to be conducted due to pump being lost. The customer was advised replacement would be sent.